Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of balloon leakage. Upon closer inspection, the distal glue line was separated from the cannula and fragmented. Based on the condition of the returned unit, the balloon leakage was due to distal glue separation, likely caused by a weak bond to the cannula. However, the exact root cause of distal glue fragmentation is unknown. Based upon the initial description of the event, the event of balloon leakage is not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical has determined that this event is reportable due to the glue line fragmentation.

Event description:
Procedure performed: unknown. Event description: [translation] I would like to share a quality defect that we encountered when using a reference cor47 balloon trocar. Indeed, during its insertion at the start of the operation, the surgeon noticed that the balloon did not inflate. He therefore decided to change the trocar. There was therefore no consequence for the patient. I recovered the offending trocar, it is the batch number: 1412427. This device is available in pharmacies for your study. Type of intervention: change of device. Patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: [translation] I would like to share a quality defect that we encountered when using a reference cor47 balloon trocar. Indeed, during its insertion at the start of the operation, the surgeon noticed that the balloon did not inflate. He therefore decided to change the trocar. There was therefore no consequence for the patient. I recovered the offending trocar, it is the batch number: 1412427. This device is available in pharmacies for your study. Type of intervention: change of device. Patient status: no patient injury or illness occur associated with the complaint event.